Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room (ER) after hearing the lead integrity alert (lia) trigger due to possible insulation malfunction. It was also reported that the lia triggered for increase in pacing impedance and short ventricle-ventricle (v-v) intervals. It was further reported that there was a significant spike in impedance to >2000 ohms indicating a lead fracture. Therefore detection was programmed to prevent inappropriate shocking therapies and the right ventricular (rv) lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.